Event description:
The customer reported via phone call that the insulin pump had a protruding drive support cap and alarmed compromised force sensor system after the customer got ready to prime the device. The customer's blood glucose was 183 mg/dl. The customer stated that the insulin pump had not been dropped or bumped prior to the alarm. She stated that she had not pressed the drive support cap while connected to the insulin pump. She was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had a cracked reservoir tube lip, broken battery tube threads, a cracked reservoir tube, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.